Event description:
This device was implanted on (B)(6)2006 and was explanted on (B)(6)2011. The patient received an inappropriate shock due to rv lead issues. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).